Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 heater wire lifted up away from the jaw. The reporter stated "while ligating vein branches, harvester was using the open jaws of the hemopro tool to probe the tunnel roof (in order to create a starting point for a fasciaotomy). When he had finished probing, we noticed that one of the wires in the jaws had become unseated." A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The maquet territory manager stated "in my clinical opinion, this was caused by using the jaws to probe sturdy tissue with the jaws open (rubbing the exposed jaw wires against the tunnel roof). The jaws appeared normal prior to the probing and successfully sealed and cut several branches up to that point." Device was retained for hospital risk management office, it will be returned after risk management is done with it.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unknown to us at this time. Internal file number- (B)(4).